Event description:
According to the info received, this valve was explanted due to thrombus. It was reported the valve was "full of thrombosis" and had a "film" covering it. It was replaced with a 31 edwards pericardial bioprosthesis. Additional info has been requested.